Event description:
It was reported to covidien on 03/05/2010 that a customer had an issue with an insulin syringe. The customer reports that the end user gave himself an insulin injection into the stomach around the navel on (B)(6) 2010. When he pulled the syringe back out, the syringe came out but the needle did not. The needle became lodged between scar tissue and intestine. The end user went to the hospital and had surgery to remove the needle on that same day, (B)(6) 2010. The surgery lasted three and a half hours. The surgeons disposed of the syringe and needle.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.